Event description:
It was reported that the arterial sheath caused a dissection resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. After arterial sheath insertion, there was no reverse flow and imaging performed reveled a dissection. An additional unplanned stent was used to treat the dissection. The procedure was completed, and the patient was expected to fully recover.